Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges knee was revised to address flexion instability and a significant tibial bone defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available (3191) to capture joint instability and surgical intervention.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.